Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to infections, incontinence and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/20/2016. It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and gynemesh ps was implanted concurrently with perineorrhaphy. It was reported that following insertion the patient experienced urinary incontinence, urinary frequency and urinary urgency. (B)(4).

Manufacturer narrative:
Date sent to FDA: 5/26/2016. Additional information: other relevant history.